Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device died out was confirmed. The condition that the unit made loud noise and had a cut cable was not confirmed. An assessment was performed on the device which found that the device did not run and displayed e6 error. It was observed that the flex circuit was worn out and the potting was cracked causing the e6 error and preventing the motor from working. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was damaged. It was noted that the device was making a loud noise, had a cut cable, or just died out. During in-house engineering evaluation, it was observed that the device had an e6 error. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.